Manufacturer narrative:
Case-(B)(4) final report. Additional information including; operative notes, x-rays (pre and post revision), an update on the patient following the revision, what was the patient doing at the time of the fracture, was there any damage to the stem before implantation and did the patient follow the correct post-op protocol was requested. Information was provided that the surgeon who performed the primary surgery may not follow corin surgical techniques in routine practice: he does not leave the cement to fully polymerise on the stem. This technique could result in an unstable stem. The explant was returned and reviewed: the explanted stem was broken at distal shaft. It does not identify any aspect of the design of the stem that may have contributed to this event. Xrays were provided: - based on post-op xray at the primary surgery: the stem appears to be misaligned in varus: the distal end is approaching the femoral canal at an angle rather than straight down the canal. - the patient was hit by a supermarket trolley in (B)(6) 2022. In (B)(6) 2023, an xray was taken which shows that the stem was broken, but was missed by the radiographer. The stem fracture was identified in (B)(6) 2023. The appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. The part conformed to material and dimensional specifications at the time of manufacture. Based on the provided information, the event was probably caused by the surgeon's surgical technique. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes, x-rays (pre and post revision), an update on the patient following the revision, what was the patient doing at the time of the fracture, was there any damage to the stem before implantation and did the patient follow the correct post-op protocol will be requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit revision of the stem after approximately due 6 years 9 months due to a post operative implant fracture.